Event description:
It was reported that the patient mobile monitor (pmm) was showing a red screen, instructed the patient to contact the clinic and check the insertable cardiac monitor (icm). Monitoring was disabled on the icm and connection was not possible. Technical services (ts) was unable to provide any further troubleshooting for the device. The device was explanted to resolve the event. No adverse patient effects were reported.

Event description:
It was reported that the patient mobile monitor (pmm) was showing a red screen, instructed the patient to contact the clinic and check the insertable cardiac monitor (icm). Monitoring was disabled on the icm and connection was not possible. Technical services (ts) was unable to provide any further troubleshooting for the device. The device was explanted and returned to boston scientific for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis and product investigation completed. Analysis found evidence of lithium clusters causing an internal short. As a result, evaluation conclusion code "cause traced to device design" was selected.